Event description:
Harmonic ace shears in use during da vinci robotic procedure. Harmonic error occurred, followed device prompts on ace harmonic machine, harmonic then broke inside of patient. No harm to patient. All pieces of harmonic ace shears removed.